Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported issue of burning smell would not be confirmed in the device logs and was not duplicated during the evaluation performed by the pal (product analysis lab). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite functional test and passed the homechoice rite electrical test. The device powered up with no problems. All power supply and lithium battery voltages were within specification. An internal inspection revealed no signs of overheating or any indications consistent with the reported issue of burning smell. The assignable cause for burning smell was undetermined due to insufficient evidence. The device was subsequently forwarded to service. The datalogger, cable, digital/accomp harness, and accomp board were scrapped. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter?s technical service center to report a burning smell, which occurred on the homechoice (hc) during use. The registered nurse (rn) stated there was a burning smell when the door was opened. The technical service representative (tsr) initiated a swap of the device. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the complaint was called in by the rn. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. .